Event description:
The seat allegedly tore on the right side, causing the consumer to fall through and land on her buttocks on the floor. No injury is alleged.

Manufacturer narrative:
(B)(6) 2011 - (B)(6) - retrospective review on (B)(6) 2011 of this file based on protocol (B)(4) (B)(6) 2011 determined this is an MDR. RMA 859099350-l has been initiated for this issue. Model trdh22fr transport chair serial number/date code (B)(4) is approximately 6 years and 1 month old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.